Event description:
Per dealer the upholstery was cracking. No injury. Please note any further information received on this incident will be filed in a supplemental report. It was reported a replacement was sent.